Event description:
The pt never had therapeutic effect following the implant of the device. The incision was red and felt like a burning or a poking from the inside. The device was reprogrammed multiple times with no results. The pt felt nothing when the device amplitude was turned all the way up. The pt was seen in clinic. An x-ray and computed axial tomography scan was done. Device interrogation revealed that impedances were greater than 40,000 ohms. A lead connection check indicated a possible connection issue. The system was revised. The extension was disconnected from the implantable neurostimulator. The connection was found to be dry. The system was then reconnected. Afterward impedances were within normal limits. The pt had therapeutic effect again. It was believed the lead was not fully inserted until after the revision. It was reported the pt was still having problems with her system. There have been duplicate reports of this event. Reference mfg. Reports 3004209178201003705 and 3004209178201003351.

Manufacturer narrative:
(B)(4).